Manufacturer narrative:
Retainer ring = black. The insulin pump was returned for a pump error 37 alarm and pump error 130 alarm found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected pump error 37 alarm or pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage on the electronic assembly, force sensor and vibrator assembly noted. Pump error 37 alarm was recorded and found in the formatted history file from (B)(6) 2021 23:23:43.000 to (B)(6) 2021 23:25:49.000 and pump error 130 alarm from (B)(6) 2021 23:17:33.000 to (B)(6) 2021 23:54:27.000. Pump error 37 alarm and pump error 130 alarm due to corroded motor home switch. No pump error 38, 39, 41, 42, 43, 79, 80 and 82 alarm on the pump history noted. Force sensor zero offset within specification. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. Pump error 37 alarm and pump error 130 alarm confirmed. Pump error 37 alarm and pump error 130 alarm according in the formatted history file download due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer stated they were able to successfully clear alarm and not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.